Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. The device was tested extensively without observing any discrepancies. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined. (B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. The device did have voice prompts and worked properly. The customer declined a price quotation for functional and performance testing of the device and replacement of the charge-pak battery charger and the electrodes. The device was returned to the customer without having the charge-pak battery charger and the electrodes replaced. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. The device was tested extensively without observing any discrepancies. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device had no voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.